Event description:
It was reported that the drill heated up. There was no report of any patient involvement or adverse consequences associated with this event.

Manufacturer narrative:
Replaced worn bearings and rotor assembly.